Event description:
Per provider, the joy stick is surging.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-04298. The h tab, device manufacturers only, was not completed. It has now been completed in its entirety.